Manufacturer narrative:
(B)(4). Additional information: on an unspecified date the same month as receipt of this report, the patient stopped antibiotic treatment with cefepime and meropenem. Eight days prior to the receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient has recovered and remains on hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (apd) therapy. The breach in aseptic technique was further described as "an un-trained nurse" made a use error causing a break in aseptic technique while administering an unrelated medication through the patient's pd catheter. On an unreported date, the patient was hospitalized for two other unrelated indications. On an unreported date, during hospitalization, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy pd effluent. The patient began treatment with unknown third-generation cephalosporins (doses, frequencies, and routes not reported). It was reported that the patient's peritonitis condition worsened and therefore on an unreported date, the patient's pd catheter was removed, dianeal therapies were discontinued and the patient was switched to hemodialysis. On an unreported date, the patient's antibiotic treatment was changed to cefepime and meropenem (doses, frequencies, and routes not reported). On an unreported date the peritonitis was resolved and the patient was recovered from the event. At the time of this report, the patient remained hospitalized and the patient remained on hemodialysis. No additional information is available.